Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and the controller being exchanged were confirmed via analysis of the log files. The submitted log files downloaded from the returned system controller (serial number: (B)(4)) contained approximately 5.5 days of data combined ((B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms activated due to white power cable faults activating not associated with power source exchanges; the alarms resolved shortly after activating. The driveline was disconnected on (B)(6) 2021 at 9:28:38 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The returned controller was also functionally tested with the returned battery clips and no issues or atypical alarms were observed. The device history records were reviewed and the records revealed that (B)(4) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. The heartmate 3 patient handbook, entitled ¿alarms and troubleshooting,¿ and the heartmate 3 instructions for use (IFU), entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU, entitled ¿equipment storage and care,¿ and heartmate 3 patient handbook, entitled ¿caring for equipment,¿ explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook, entitled ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 IFU, entitled ¿patient care and management,¿ states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic after they performed an at home controller exchange. The patient claims to have had alarms, but they were unsure what alarms had prompted them to do the exchange. The patient was noted to have a history of a driveline tear on the outer sheath. Log file analysis of the exchanged controller captured multiple power cable disconnects while the patient was connected to their batteries; a controller exchange was not necessary. Log file analysis of the new controller contained no white cable power events that indicated the power cable disconnect alarms would continue if the clips were not replaced. It was recommended to replace the patient's battery clips as the issue appeared to be a poor connection between the batteries and clips. The site later revealed the patient stated their alarms would stop when the white power cable was moved. The issue appeared to be a result of faulty battery clips. The site removed the exchanged controller from service and replaced the patient's battery clips, and the alarms resolved. It is unclear which exchange resolved the alarms.